Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory, product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-07. The patient reported that he wasn¿t sure what led to the inability to communicate with external devices or charge the implanted device. The patient reported that it went to sleep, it took a week before it would take a charge. The patient reported that he called a representative (rep) for help. The patient reported that he had a picture on screen and the rep helped him through. The patient reported that the inability to communicate and charge had been resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. It was reported that there was poor communication on the programmer and they were unable to communicate with the recharger. The patient's last successful recharging session and the last time they felt stimulation was a week prior to the date of this report. It was noted that the patient's reason for not charging their implantable neurostimulator (ins) was due to recharging difficulty. Troubleshooting steps were performed but didn't resolve the issue as the patient was still getting the "reposition antenna" screen. The patient mentioned that when they recharge, they would usually get six bars shaded and recharge while sleeping. It was noted that the patient got the "poor communication" screen on the programmer on the date of this report and the inability to charge their ins started about a week ago. Additional information received on (B)(6) 2017 noted that a replacement programmer and antenna was requested for the patient. No further complications were reported or anticipated. Indication for use is spinal pain.